Event description:
35-year-old male with history of cardiomyopathy was admitted for acute decompensated heart failure. The patient was placed on an impella 5.5 after admission as a bridge to durable left ventricular assist device (lvad). During the patient¿s ICU course, it was noted that the purge solution was d5/ns rather than d5w and that there was an error in the bag issued by the pharmacy. The bag was changed immediately without issue. (B)(6) 2025, the patient was taken for lvad placement and removal of impella 5.5 without incident. During impella 5.5 support, 5% dextrose in normal saline was accidentally used instead of 5% dextrose in water. The IFU warns against using saline in the purge system. When the error was noted, the purge fluid was replaced with appropriate fluid. Patient support continued without issue until the patient received a durable lvad. There were no adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.